Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced oversensing. An invasive procedure was performed and the physician elected to cap the rate sensing portion of the lead. A new rate sensing lead was implanted, while the high voltage portion of the lead remains active.